Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported a month and a half later that the patient was revised last week. Sutures in the anchor were forgotten. All the leads and battery were working great. The patient was receiving great therapy.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported the patient had a change in therapy and they were going to have their leads adjusted at a procedure in three weeks. The lead may be removed and replaced. The cause of the change in therapy was unknown and it was unknown if falls or trauma were associated with the coverage issues. The patient had two previous revisions for coverage issues. A procedure was done on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.